Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no physical damage on the pump. The investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. In addition inspection of the pump's event history log found the pump was delivering as programmed. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over delivered. It was reported that the patient's wife stated that "the pump has been pumping the drug continuously for over 1 hour and the cassette is already half empty." Per reporter wife stated the pump had subsequently been turned off. It was reported that the pump was programmed correctly. During a subsequent home visit to replace the pump the pump was started and "delivered the programmed amount of duodopa during the 30 minutes of the home visit. The cassette was also still completely filled and not half empty as indicated." Per reporter "the wife stated that the homecare had been there before and that she didn't know what was being manipulated at the pump." The pump was replaced. The patient was reported to be in "good overall condition" and no adverse patient effects were reported.